Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had the implant turned on for the first time the day before and it was set to 6.5v. The consumer stated that now the patient didn¿t feel stimulation unless she pushed real hard against the implant and when she stood still she didn¿t feel much of anything. It was confirmed that the patient was feeling stimulation at the appointment the day before. Troubleshooting had the patient increase stimulation and the patient could feel stimulation at a comfortable level at 7.6v. The consumer noted that everything was so small on the programmer and the buttons should have words instead of symbols. There were no traumas or falls reported to be related to the issue. The indication for use was spinal pain.